Manufacturer narrative:
(B)(4).. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) was removed from the patient¿s ocular sinister (left eye) due to observing a bent/broken haptic and haptic not unfolding upon implantation. The iol was replaced with a non-johnson & johnson surgical vision lens during the same procedure and unplanned suture(s) were required. Reportedly the patient has recovered and the outcome does not significantly interfere with activities of daily life. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noticed that concomitant product of emeraldc cartridge, lot #cj19350 was missed in the initial report submitted. This report therefore is submitted to correct it. Field below updated: section d10: concomitant product: emeraldc, lot # cj19350. Additional information: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 10-mar-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the iol was received with both haptics damaged. The lens was cleaned, and lens damage was also observed. No further issues were observed as part of this review. The complaint issue "dc-haptic damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.